Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a doctor who contacted the company to report adverse event and a product complaint (pc), concerned a female patient of unspecified age and origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) injection (humulin r 100 units/ml) through a cartridge, via reusable pen (humapen ergo ii) subcutaneously for the treatment of diabetes, beginning on an unspecified date. Dosage regimen was not provided. On (B)(6) 2019, while on treatment with human insulin, screw rod of humapen ii could not push. Because the insulin was not beside, doctor could not adjust. On an unspecified date, due to high blood sugar (no reference range was provided), she was hospitalized ((B)(4); lot 1603d01). Information regarding corrective treatment and outcome of the event was not provided. The human insulin therapy was continued. No follow up will be obtained since the reporter did not consent to follow up and the treating physician contact details were not provided. The user of the humapen ergo ii was the doctor and his/her training status was not provided. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use were not provided. The action taken with the humapen ergo ii and its return status was not reported. The reporting doctor provided an opinion that the event was related to human insulin therapy and did not provide the relatedness of the event with humapen ergo ii. Edit 10jan2019: updated medwatch and european and (B)(4) fields for expedited device reporting. No new information added. Update 15-jan-2019: product complaint (B)(4) received from the affiliate on 14-jan-2019. The narrative was updated with new information.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a doctor who contacted the company to report adverse event and a product complaint (pc), concerned a female patient of unspecified age and origin. Medical history and concomitant medications were not provided. The patient received human insulin (rdna origin) injection (humulin r 100 units/ml) through a cartridge, via a reusable humapen ergo ii pen subcutaneously for the treatment of diabetes, beginning on an unspecified date. Dosage regimen was not provided. On (B)(6)2019, while on treatment with human insulin, screw rod of humapen ii could not push. Because the insulin was not beside, doctor could not adjust. On an unspecified date, due to high blood sugar (no reference range was provided), she was hospitalized (pc (B)(4); lot 1603d01). Information regarding corrective treatment and outcome of the event was not provided. The human insulin therapy was continued. No follow up will be obtained since the reporter did not consent to follow up and the treating physician contact details were not provided. The user of the humapen ergo ii was the doctor and his/her training status was not provided. The general humapen ergo ii duration and the suspect humapen ergo ii duration of use were not provided. The suspect device, which was manufactured mar2016, was not returned to the manufacturer. The reporting doctor provided an opinion that the event was related to human insulin therapy and did not provide the relatedness of the event with humapen ergo ii. Edit 10jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 15-jan-2019: product complaint (B)(4) received from the affiliate on 14-jan-2019. The narrative was updated with new information. Update 25jan2019: additional information received on 25jan2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, and device return status to not returned to manufacturer. Added date of manufacturer for pc (B)(4) associated with lot 1603d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 25jan2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a health care provider (hcp) reported the injection screw of a female patient's humapen ergo ii device did not move out. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (1603d01, manufactured march 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The complaint history review did not identify any atypical findings with regard to injection screw/ratchet not moving. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.